Event description:
It was reported the patient is deceased. A request was received in technical services to review the remote monitor report information. The clinician inquired as to how many rounds of anti-tachycardia pacing (atp) were delivered as the electrogram was suspended and was unable to review all the rounds of atp. The number of atp sequences was shown in the episode list in the report. It was further reported that the patient had ventricular tachycardia (vt) and detections were reset for stability three times. Review of the report indicated that fourteen episodes of atp were provided and one high voltage shock was provided for ventricular fibrillation. The patient¿s vt episode was noted to be long due to termination criteria had not been met. Additional circumstances surrounding the death were not known.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 419488 lead, implanted: (B)(6) 2005. (B)(4).